Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26142. It was reported that a patient presented remotely via merlin.net. The patient's implantable cardioverter defibrillator (ICD) was found to be in backup mode and the right ventricular (rv) lead had low defibrillation impedance. The patient was asymptomatic. The ICD was reprogrammed successfully and no intervention was performed on rv lead. The patient was stable throughout procedure.